Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter began on (B)(6) 2015. He alleged, after 6:00 pm on (B)(6) 2015, he obtained inaccurate erratic readings with the subject meter of ¿5.5 mmol/l and 7.7 mmol/l¿, performed within 20 minutes of each other. Based on statistical methodology, the reported difference between these results fall outside lfs¿ precision criteria. Also ¿around 6:00 pm on (B)(6) 2015, the patient alleged obtaining inaccurate readings on the subject meter of ¿13.8 mmol/l and 9.6 mmol/l¿, performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient does not administer medication to manage his diabetes and it is not known what action, if any, he took in response to the alleged inaccurate readings he obtained. He reported, time unknown, experiencing symptoms of ¿low blood sugar, sweating and dizzy¿ and reported that his wife gave him ¿sugar¿. He also reported, date/time unknown, obtaining a blood glucose result with his wife¿s meter of ¿3.5 mmol/l¿. At the time of troubleshooting, the csr noted that the patient was unable to say whether his test strips had been stored correctly or whether the test strip vial was cracked or broken. The csr noted that the patient had used blood from the same, approved sample site. The patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/24/2015). The patient¿s meter has been returned on 2/10/2015 and evaluated by lifescan product analysis on 2/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.